Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro stopped working in the beginning of the procedure. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.